Event description:
It was reported that this right atrial (ra) lead exhibited high out of range pacing impedance and oversensing of noisy signals from unipolar settings during a pre-procedure check. The patient is to follow up with cardiology. The lead remains in use. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).